Event description:
"Broken screw in wrist fusion plate". It was reported following surgery, the patient experienced discomfort. An x-ray received a fractured screw and the patient's wrist did not fuse. The screw was removed on (B)(6) 2013. Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.